Event description:
It was reported that the catheter's balloon broke during use. The wire unravelled and stuck in artery of left leg. The surgeon was able to see the wire and pull it out. Surgeon felt wire had damaged artery.